Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional reported via manufacturer representative that patient had explant. The percutaneous leads were pressing against conus of spinal cord. There were no external factors leading to the issue reported. An MRI was preformed and the device was explanted. No further complications were reported/anticipated. The indication for implant was unknown.